Event description:
62 cc of fluid drawn off [effusion (r) knee] crying [crying] tearful [tearfulness] knees were very painful/the pain was worse [aching (r) knee] ([condition worsened]) knees were very swollen [swelling of r knee] case narrative: this case is linked to case (B)(4) (multiple devices; for left knee) initial information was received from united states on (B)(6) 2020 regarding an unsolicited valid serious case received from patient via phone. This case involves a 47 years old female patient who experienced 62 cc of fluid drawn off, crying, tearful, knees were very painful/the pain was worse and knees were very swollen, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), family history and concomitant medication were not provided. Patient received synvisc-one in her knees every couple of years since 2012 without any problems until now. On (B)(6) 2019, the patient received treatment with hylan g-f 20, sodium hyaluronate injection in right knee at a dose of 6ml, once via intra-articular route (batch number unknown) for bilateral knee osteoarthritis. Information on batch number was requested. Patient stated that she was having a adverse reaction to the injection. On (B)(6) 2019, after latency of 1 day, patient knees were very swollen and painful. She put ice on them. On (B)(6) 2019, the next morning (saturday), the pain was worse and by sunday, (B)(6) 2019, knees were even worse. Patient called the doctor's office twice that weekend. The second time, she was advised to go to ER when she had 62 cc of fluid drawn off (knee effusion) (assessed as medically significant). She was unable to work and was tearful. Her knees were now worse than they were before hylan g-f 20, sodium hyaluronate. Patient was crying because now she was under financial strain and her knees were even worse. She requested financial reimbursement for hylan g-f 20, sodium hyaluronate and her medical expenses due to the adverse event experienced. As of (B)(6) 2020, her knees were still not right. Action taken: not applicable for all events corrective treatment: ice for knees were very swollen and painful; 62 cc of fluid drawn off for knee effusion; not reported for rest of events outcome: not recovered/not resolved for knees were very swollen, painful and 62 cc of fluid drawn off; unknown for rest of events a product technical complaint was initiated on (B)(6) 2020 for synvisc one, batch number: unknown; gptc number 100013803 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation completion date was not provided additional information was received on 09-jan-2020 from other healthcare professional: ptc results were received and added to the case. Text amended accordingly.

Event description:
62 cc of fluid drawn off [effusion (r) knee]. Crying [crying]. Tearful [tearfulness]. Knees were very painful/the pain was worse [aching (r) knee] ([condition worsened]). Knees were very swollen [swelling of r knee]. Case narrative: this case is linked to case (B)(4) (multiple devices; for left knee). Initial information was received from united states on 02-jan-2020 regarding an unsolicited valid serious case received from patient via phone. This case involves a (B)(6) years old female patient who experienced 62 cc of fluid drawn off, crying, tearful, knees were very painful/the pain was worse and knees were very swollen, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), family history and concomitant medication were not provided. Patient received synvisc-one in her knees every couple of years since 2012 without any problems until now. On (B)(6) 2019, the patient received treatment with hylan g-f 20, sodium hyaluronate injection in right knee at a dose of 6ml, once via intra-articular route (batch number unknown) for bilateral knee osteoarthritis. Information on batch number was requested. Patient stated that she was having a adverse reaction to the injection. On (B)(6) 2019, after latency of 1 day, patient knees were very swollen and painful. She put ice on them. On (B)(6) 2019, the next morning (saturday), the pain was worse and by sunday, (B)(6) 2019, knees were even worse. Patient called the doctor's office twice that weekend. The second time, she was advised to go to ER when she had 62 cc of fluid drawn off (knee effusion) (assessed as medically significant). She was unable to work and was tearful. Her knees were now worse than they were before hylan g-f 20, sodium hyaluronate. Patient was crying because now she was under financial strain and her knees were even worse. She requested financial reimbursement for hylan g-f 20, sodium hyaluronate and her medical expenses due to the adverse event experienced. As of (B)(6) 2020, her knees were still not right. Action taken: not applicable for all events. Corrective treatment: ice for knees were very swollen and painful; 62 cc of fluid drawn off for knee effusion; not reported for rest of events. Outcome: not recovered/not resolved for knees were very swollen, painful and 62 cc of fluid drawn off; unknown for rest of events. A product technical complaint was initiated and results were pending for the same.